Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that probably 8 months to a year after implant the patient had issues charging their implant. Patient mentioned that they felt like their implant was at an angle and the corner of the implant was poking their skin and they could feel it. The patient was redirected to their healthcare provider to further address the issue. Patient stated that they didn't use their implant because they ended up getting an ileostomy to treat their bowel incontinence. The caller stated that they were in need of a MRI and were unsure what to do to prepare for the scan. Patient services (pss) reviewed MRI compatibility with the caller. The caller stated that they still had their external equipment but had not used it or charged it in over a year. The caller called back and reported that the communicator was plugged in over night and it remained yellow. An email was sent to repair to request a replacement. Additional information was received from the patient. They reported that they were trying to charge implante d neurostimulator and having trouble. Patient was concerned that at some point the corner of the device was breaking through the skin because it is very noticeable. Patient has not used the device for a long time, maybe a year, because it never worked for their symptoms. Patient ended up getting an ileostomy to treat their problem instead of the implant. Now patient needs to charge the implant so they can get an MRI. During the call, patient was able to connect to charge with excellent connection and then good connection with 10% ins charge level. Patient will continue to charge and monitor connection. Additional information was received from the patient. They called back and reported that the communicator was plugged in over night and it remains yellow. Email was sent to repair to request a replacement. The caller called back and requested expedited shipping because they need the communicator in order to have an MRI. Emailed the request to repair. On 2024-jul-29 the patient called back stating that they received their communicator but they needed assistance to pair it to the handset. The gent assisted them and they received a "device not responding" message when they attempted to connect to their implant and stated that it was likely because their device had been turned off and they had not charged their implant recently. The agent reviewed charging expectations with patient. The patient successfully began a charging session at they end of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the ins being at an angle was unknown. They said it just shifted over time. The recharging difficulties were caused by the implant being at an angle. They had it removed and the issue was resolved.